Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr 20n23g8671 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of 8000 needles released in january 2021. Investigation results: we received for investigation 2 unused surecan safety ii 22gx15mm in their closed packaging from batch 20n23g8671. One of the needles has its cannula slightly bent inside the packaging. The other presents no visible defect. We also received a picture of the involved surecan safety ii needle. The clamp is closed. It is connected to an unknown brand valve connector. No liquid is visible in the needle. Its cannula is completely bent just after the hub. In order to test the needle resistance to puncture in an access port septum, we have performed a needle penetration tests: both needles passed the test of 5 punctures. The average penetration strength is compliant with our specifications. In addition, no bent of the needle cannula is noted and no damage to the access port septum is visible after the test. Defect reproduction test: we have performed a puncture test with a synthetic skin and an access port of our stock to try to reproduce the defect. A similar bending of the cannula, as the one observed on the picture received, could only be done if the needle is inserted slanted in the access port septum and not perpendicularly to the device. Conclusion: the complaint is not confirmed. The received needles are compliant with our specifications. It is highly suspected that the needle bending results from a wrong handling of the needle during its insertion in the access port septum. The IFU specifies: "insert the needle perpendicular into the port septum. (Fig. 4) you may position the base on the skin as needed." This is a rare incident (B)(4) no corrective action is envisaged.

Event description:
Incident description given by the complainant: " gripper needle that bends when inserted into the port. The metal of the needle isn't strong enough to penetrate the silicone of the port. This has happened to a number of different patients all using this batch of grippers. We only had one box of these as an alternative to our usual grippers due to a supply issue. Patients find them painful and at times the needle has bent into the subcutaneous tissue. The image attached is the needle as it was when it was removed immediately after a failed placement. The gripper looked like it was in correctly but when we flushed it, the saline was being administered into the surrounding tissue. This carries a risk of extravasation and tissue damage." Further information added by the nurses via email: "the patient was having a port a cath accessed, this is the sole purpose of the gripper needle. The patient felt discomfort immediately and the gripper was removed and an alternative brand was used. We saw the patient 2 days later and she had developed an infection in the skin over the port and is consequently on antibiotics. We have looked after this lady and her port for a number of years and she has never had a skin infection over the port before."